Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been canada. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data/additional information: in review, it was noted that the initial report was inadvertently submitted for this event, which based on the information received from the account on (B)(6) 2021, it should not have been initially reported. The additional information from the account indicated that in fact, there was nothing faulty about the lens. Only that the staff in place did not know how to use the dcb00 lens instead of the pcb00. The injector is different and the person using it got confused and the lens after opening cannot be used/reused. Based on the provided information the event is no longer reportable and no additional information will be provided under this manufacturer report number 2648035 -2021 -07127. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an preloaded lens (dcb00) was defective lens. There was no patient contact with the product. No further information provided.